Event description:
As reported via the excellent study ((B)(6)), an 81-year-old female patient (subject (B)(6)) with a medical history of atrial fibrillation, congestive heart failure, chronic obstructive pulmonary disease, hyperlipidemia, hypertension, and active smoker, presented with an unwitnessed wake-up stroke. Last time seen well was on (B)(6) 2024 at 19:30. Symptoms were first observed on (B)(6) 2024, time unknown. The patient was then presented to the treating hospital on (B)(6) 2024 at 10:05. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 17 and a mrs score of ¿0-no symptoms.¿ on (B)(6) 2024, the patient underwent an endovascular mechanical thrombectomy using a 132cm cereglide 71 catheter (nic71132u/ 31352613) for an occlusion at the m1 segment of the right middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass was made using the cereglide71 direct contact aspiration device alone, which resulted in a mtici score of 2b, with clot retrieval in the aspirate. Due to persistent clot, the 2nd pass was made using a trevo stent-retriever, which resulted in a mtici score of 3, with clot retrieval. During the procedure, a guidewire was used, but the brand was not specified. In addition, a 0.021 trevo microcatheter, a 0.062 penumbra red 62 intermediate catheter, and an unknown emboguard balloon guide (product code/lot # unknown) were also used. It is unknown if there were any intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 31. On (B)(6) 2024, the patient experienced the event of ¿parenchymal hemorrhage,¿ which became known to the site on the same day and to the sponsor on (B)(6) 2024. The event was assessed by the pi as not serious, mild in severity, and as unrelated to the embotrap study device (not used), unrelated to the embovac large bore catheter (not used), unrelated to the cereglide71 catheter, but possibly related to the primary surgical procedure. The event was not medically treated. The outcome is recorded as ¿not recovered/not resolved,¿ with no end date listed. On (B)(6) 2024, the patient was discharged to a rehabilitation center with a nihss score of 11 and a mrs score of ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿

Manufacturer narrative:
Product complaint # (B)(4). Section a1: (B)(6). Section d2b: procode is nry/qjp. The devise was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31352613 number, and no non-conformances related to the malfunction were identified. Cerebral hemorrhage is a known potential complication associated with the use of the cereglide71 intermediate catheter and emboguard balloon guide and is listed in the instructions for use (IFU) as such for both devices. There was no alleged quality issues related to the used devices, as the devices performed as intended. There are clinical, pharmacological, and procedural factors, including aneurysm/vessel characteristics, device selection, device interaction, and operator technique, that may have contributed to the reported event rather than the design or manufacture of the devices. The pi assessed this event as unrelated to the cereglide71, but possibly related to the primary surgical procedure; however, since the cereglide71 catheter and emboguard balloon guide were used during the procedure, the correlating relationship between the event to the used devices as a contributing factor cannot be ruled out entirely. Additionally, the severity of the event is unknown. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 23-oct-2024. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, b5, g3, g6, h2, h3, and h11. Section b5: additional/ modified information was received on 12-nov-2024 and 13-nov-2024. Summary: regarding the event of ¿parenchymal hemorrhage,¿ the term has been updated to ¿cerebral parenchymal hemorrhage.¿ the site¿s awareness date has been updated from "01 sep 2024" to "12 sep 2024." A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, b5, g3, g6, h2 and h11. Section b5: additional information was received on 13-nov-2024. Summary: the product code and lot number for the used emboguard balloon catheter was provided: emboguard 87, 95 cm (bg8795u/ 9104359). It was also reported ¿no study device deficiencies have been reported by site.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.